Event description:
The patient stated she has been experiencing high blood glucose readings of over 500 mg /dl. She stated a normal reading for her is around 150 mg/dl. She stated the only symptom of high blood glucose she has had is nausea. She stated that approximately 2 weeks ago she was in the hospital for 6 days because of migraines and her blood glucose was over 500 mg/dl. She stated she was given an i.v. While she was hospitalized to lower her blood glucose. She stated she does not feel her infusion device contributed to her high readings. The patient is changing her infusion sites every 3-4 days and her infusion tubing every week. She was advised to change her infusion site every 3 days and her tubing every 6 days. The patient has scar tissue on her abdomen. The next day the patient stated her blood glucose was still around 500 mg/dl and she had given herself a bolus via injection to lower her blood glucose but it elevated again. She stated she was not connected to her infusion device. The patient was advised to change her infusion site and to reconnect to her infusion device. She was also advised to contact her physician. Upon further follow up (2 days later) the patient stated she had changed her infusion site and her blood glucose was much better. She stated she has noticed a connection between her high blood glucose and her migraines. She stated she is confident that her migraine medication and stress cause her elevated readings. No product will be returned for evaluation.

Manufacturer narrative:
H6: codes: no product will be returned for evaluation.